Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer awoke up with low blood glucose level (approx 20 mg/dl). Customer contacted health care provider and customer's husband administered an injection. Blood glucose level improved. At the time of report, customer's blood glucose level was 444 mg/dl. The customer performed a pump system check and insulin was confirmed to be exiting the infusion tubing. Recommendation was made by tandem technical support for customer to discuss diabetes management and pump settings with health care provider.